Event description:
Air injection during use of monitoring set reported. A pt was having a coronary arteriogram done as a diagnostic heart catheterization study. The pt was connected to the set and the procedure completed. On review of films by the cardiologist several days later, a bubble of air was noticed, which was presumed to have been injected at the time of the procedure. The pt reportedly experienced no chest pain or shortness of breath at the time of the procedure and no treatment was required.